Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a low out of range pacing impedance measurement.

Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.